Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "breast cysts" assessed as not device related, and "signs of capsular contracture". Later healthcare professional reported "grade IV contracture: severe. The breast is hard, painful, with significant and visible distortion". The device remains implanted.

Event description:
Patient reported of the left side device: "breast cysts" assessed as not device related, and "signs of capsular contracture". Later healthcare professional reported "grade IV contracture: severe. The breast is hard, painful, with significant and visible distortion". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, h3.